Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the recurrent mitral regurgitation and single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). On (B)(6) 2018 one mitraclip was implanted reducing mr grade to 1. The next day, (B)(6) 2018 mr had returned to grade 4 and a single leaflet device attachment was noted; the mitraclip was only attached to the anterior leaflet. A second mitraclip procedure was performed on (B)(6) 2018. Mr was reduced to grade 2 with the second mitraclip. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. The reported single leaflet device attachment (slda) was due to patient's anatomy (tethered posterior leaflet). The worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The mr was a result of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.